Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced migraine ("migraines / headaches"). In 2009, the patient experienced nausea ("nausea/nausea") and fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), headache ("headaches/migraines / headaches"), abdominal pain ("abdominal pain"), menorrhagia ("abnormally heavy menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psoriasis ("rashes or skin conditions type: psoriasis"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy (partial),). At the time of the report, the pelvic pain, genital haemorrhage, nausea, migraine, psoriasis, fatigue, alopecia, vaginal discharge and weight increased had resolved and the back pain, headache, abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psoriasis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, rashes or skin conditions type: psoriasis, fatigue, hair loss, pain, vaginal discharge, weight gain were added. Outcome of the events updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.